Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, there was no change in resistance on pins 2 and 3 when the rear response button was depressed. The cause for the inability to activate the device is the lack of change in resistance at the rear response button. The cause for the lack of change in resistance cannot be positively identified. No adverse event resulted from the defective response button. The patient received a replacement monitor.